Event description:
It was reported that high impedance measurements were observed. The ICD and lead were explanted and replaced.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.